Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoradial harvest and the cautery phase it was noticed that the jaws of vasoview hemopro 2 wouldn't totally open. They were inserted correctly into the tool port and was not noticed that jaws wouldn't fully open until the first cautery was performed. The harvester felt like it was the toggle switch that was stuck. The pretest was done. The jaws felt "stiff" but opened. The surgeon had to open another kit as the kit per the pa wasn't safe to use. 2-3 minute procedure delay. The vein was not damaged as the hp2 wasn't ever used on the radial. No harm was reported.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000522886, 3000521003, and 3000520630 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.